Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Quick connect guide handle returned for evaluation. Some subcomponents of the device were not returned. The subcomponents not returned help to engage and disengage access cannulated glenoid sizer. Dimensions taken are within specifications. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
It was reported that during a shoulder replacement surgery, the quick connect guide handle fractured and the insides of the handle fell out. There were no pieces that fell into the patient. There was no delay in procedure.